Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that withdrawal difficulties and balloon detachment occurred. The target lesion was located in a coronary artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilation but failed to cross the lesion. The balloon broke on a limestone spicule. The distal end of the balloon stripped during withdrawal and was difficult to remove. A 6f guide occlusion catheter was advanced through the stripped balloon and retrieved the detached piece. No patient complications were reported.